Event description:
The reporting person informed that the product was presenting a leakage at the cuff. Pt was re-cannulated.

Manufacturer narrative:
If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report. Reference MFR report # 2936999-2012-00048.